Manufacturer narrative:
Product complaint #: (B)(4). Initial reporter phone number: (B)(6). UDI: (B)(4).

Event description:
It was reported by the customer that before an unknown procedure, the device had pressure/flow sensor problems. No consequence on the patient. No delay on the procedure. A spare device was used in order to complete the procedure. No further information available.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary:the complaint device was received at the service center and evaluated. It was reported that the device had pressure/flow sensor problems. Per service reports, neither the fault reported by the customer could be verified nor another fault was found during evaluation; therefore, this complaint cannot be confirmed. As the reported problem was not confirmed, a root cause for the issue that was experienced by the user cannot be determined. A manufacturing record evaluation was performed for the finished device serial number (B)(6), and no non-conformances were identified. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.